Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Analysis was unable to verify for button and keypad unresponsive due to blank display. However, corrosion was found on keypad traces and motor. The insulin pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a leak near the drive support cap. The customer reported that the insulin pump was exposed to insulin. The customer's blood glucose was 186 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.